Manufacturer narrative:
Date of event is estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they couldn't urinate and noticed they started trickling. Patient also reported that the ins depleted early and was dissappointed. The ins was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The cause of the early implantable neurostimulator (ins) depletion was the amplitude level was elevated to 8.0v. The patient started experiencing the early ins depletion approximately (B)(6) 2017 which is conflicting information from what was reported previously. When asked about the current status of the ins, the hcp said, "coment device effective at lower amplitude." No further patient complications have been reported as a result of this event.